Event description:
Pacemaker was implanted on (B)(6) 2012. On (B)(6) 2012, while pacemaker was programmed in safer mode with basic rate at 60 min-1, a rate of 45 bpm was observed on external ECG. Reportedly, pt did not complain of any symptom. On (B)(6) 2012, pacemaker functioning was checked; no anomaly was found and pacing mode was reprogrammed to ddd. An explanation is required about this abnormally low cardiac rate.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.